Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. Reportedly, the device was applied to the tissue and activated. The facility reports the unit made the proper tones and signalled the seal was complete. However, some applications did not coagulate the tissue properly. There was no reported injury.